Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this lead exhibited abnormal amplitude measurements. Although no serious injury occurred the time of initial assessment, this type of malfunction could lead to death or serious injury if it were to occur again. Additionally, the lead was explanted and returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this lead exhibited abnormal amplitude measurements. Although no serious injury occurred the time of initial assessment, this type of malfunction could lead to death or serious injury if it were to occur again. Additionally, the lead was explanted and returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead exhibited abnormal amplitude measurements. Although no serious injury occurred the time of initial assessment, this type of malfunction could lead to death or serious injury if it were to occur again.